Event description:
Correction: the previously reported endoleak resolution after the secondary intervention was updated to unresolved.

Event description:
Additional information was received. It was reported that the location of the unknown endoleak location was coming from the proximal end of the stent graft.

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 4.8 cm diameter thoracic aortic aneurysm in zone 3. The proximal aortic neck had a diameter of 29 mm, with a length of 30 mm. The distal aortic neck had a diameter of 33 mm and a length of 150 mm. It was reported that the physician implanted the stent graft. Three days after the index procedure, a CT scan revealed an unknown endoleak. The investigator believed it was either a type I or type iii endoleak, which the investigator assessed as being related to the study device. The physician performed an embolization, and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Correction: hospitalization should have been checked on previous MDR.

Event description:
Additional information was received from clinical. A proximal type I endoleak was confirmed. The patient has not, and will not receive treatment. Per the investigator the event is related to the patient anatomy.

Manufacturer narrative:
(B)(4).